Event description:
When using the device at night I found myself unable to breathe because it felt as if I was inhaling dust. But doctor told me I just needed to get used to the device. I then lost my voice for no apparent reason for over 3 weeks. Doctor set appt for a procedure to see why I wasn't able to speak, she told me she had seen no cancer but was confused as to what was irritating my throat. In (B)(6) 2020 I was prescribed a new dreamstation and the problem continued. Once again causing me to loose my voice for extended periods of time. I was scheduled to see a specialist this past (B)(6) however I live in a rural area of (B)(6) where we experienced the wildfires and I was not able to drive over the mountain 155 miles due to the roads caving in. But do anticipate seeing the specialist soon. FDA safety report ID# (B)(4).